Manufacturer narrative:
An instrument check was performed and was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with the elecsys cea assay on a cobas 8000 e 801 module. Samples were repeated after switching to a new reagent pack and discrepancies were observed. For the first and second samples, the results measured with the old reagent pack were reported outside of the laboratory. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for samples 3-7. The first sample was also repeated using the new reagent pack after re-centrifugation. The serial number of the e 801 analyzer is (B)(4).